Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access was gained via the radial artery. The 38 mm long de-novo target lesion was located in a mildly tortuous left descending artery with a reference diameter of 3.5 mm. A promus element, mr 3.50x38 mm stent was deployed at 24 atm. An unknown manufacture's balloon catheter advanced without resistance to the target lesion for post dilation of the promus element stent. During advancement of the balloon catheter the proximal portion of the promus element stent became severely damaged. The physician described the damage of the promus element stent to look like a "spring." The promus element stent was post dilated twice with an unknown manufacture's balloon catheter. The procedure was completed by placement of a promus element stent in the damaged proximal portion of the previously placed promus element stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).